Event description:
Please see section h11 for device investigation results.

Manufacturer narrative:
Investigation conclusion: the investigation found the stent returned partially deployed from the introducer and the distal tantalum wires were deformed. The stent was unable to be re-sheathed in its returned condition, which is consistent with the alleged product issue. The stent was retrieved from the introducer and the tantalum wire was observed to be broken at the proximal flare and the pusher was found to be broken at the body coil. These conditions would have caused the inability to re-sheathe the stent. The broken pusher is consistent with the device experiencing forces that exceeded the tensile strength of the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken tantalum wire, but this damage is consistent with the user attempting to push/pull the deformed stent.

Event description:
It was reported that during the procedure for a posterior communicating aneurysm, the stent did not fully deploy and was repeatedly adjusted, but it still did not open. The test was removed, found the stent could not be retracted after being partially pushed out. Replacement of the same type of stent, the procedure was completed. The patient was reported to be fine.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.